Event description:
It was reported that cartridge did not fully snap into pump and customer experienced resistance when loading first three cartridges from same lot. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge areas as guided, cleaned pneumatic tap area, and ultimately loaded fourth cartridge successfully, resumed insulin delivery, and submitted photos that allowed support to confirm no visible damage; customer then requested and was sent replacement cartridges.